Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On november 5, 2015 lay user/ patient contacted lifescan (lfs) and alleged their one touch verio iq meter had an error 4 issue. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that at on (B)(6) 2015 at 7.30am, the meter gave an error 4 message. The patient stated they manage his diabetes with pills, diet and/or exercise. The patient confirmed that he did not make any changes to his usual diabetes management regimen in response to the alleged product issue. The patient claims he developed symptoms of "anxiety and shaky" 1 minute after the product issue on (B)(6) 2015 at 7.31am. The patient denied developing symptoms as a result of the issue. At the time of trouble shooting, the cca confirmed this was the first time the product was being used, the cca was able to identify the test strip were open past their discard or expiry dates and/or the test strips were not stored correctly. The cca was unable to identify if the sample completely filled the test strip and was unable to walk through a retest. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began. In addition, there is no evidence that the subject meter malfunctioned as the test strips were not used according to label instructions.